Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 45 mg/dl. Customer treated with juice and pears. Troubleshooting assisted customer in changing the temp basal to percentage. Customer declined low blood glucose troubleshooting. No further assistance needed.